Event description:
On (B) (6) 2007, it was reported that the patient fell. X-ray identified a lead dislodgement. The lead was later removed due to infection.

Manufacturer narrative:
The reported field experience was confirmed. Measurements revealed that the tip of the stylet was located at 10 cm from the tip. Visual and x-ray examinations of the area of the lead distal from, and including the point where the tip of the stylet was located, did not reveal any damages, penetrations, perforations, or other anomalies that could have been caused by the stylet. The condition of this lead was not found to be a result of deficiency in materials or workmanship.